Manufacturer narrative:
The investigation could not determine a specific root cause. An improper pre-analytical workflow was a likely cause as the customer stated they were not compliant with the tube manufacturer's recommendations. A systematic issue could be excluded since only one sample was affected and calibration and quality control data showed very good system performance.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable ion selective electrode (ise) results for one patent sample. The original sodium result was 110 mmol/l, with a data flag and the original chloride result was 80.7 mmol/l, with a data flag. These results were reported outside the laboratory and were questioned by the physician who requested repeat testing. The repeat sodium result was 129 mmol/l, with a data flag and the repeat chloride result was 93.3 mmol/l, with a data flag. A second sample was drawn from the patient and tested. The sodium result was 132 mmol/l, with a data flag and the chloride result was 95.9 mmol/l, with a data flag. The repeat results were believed to be correct. The patient was not affected. The lot numbers and expiration dates for the sodium and chloride electrodes were not provided. The field service representative was unable to duplicate the issue. He inspected the ise operation and checked the sample probe and cells. To verify the analyzer operation, he ran precision testing.